Event description:
It was reported that a balloon rupture occurred. The 90% stenosed target lesion was located in the moderately tortuous and moderately calcified right coronary artery. A 15mm x 2.50mm wolverine coronary cutting balloon monorail was selected for use. During procedure, upon first inflation, it was noted that the balloon ruptured at approximately 6 atm or less for less than 10 seconds. The device was removed without any problem using the normal method. The procedure was completed with another of the same device. There were no patient complications and patient was in good condition post procedure.